Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, the patient¿s pressure dropped and it was discovered that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which 500cc of fluid had been removed from the pericardial space. The patient was transferred to the ccu post procedure and reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. A transseptal puncture was performed with a brl-1 71 cm needle. The patient received heparin as an anticoagulant which was maintained at over 300s with a target of 350s. It is unknown exactly when the event occurred. The physician¿s opinion regarding the cause of this adverse event is unknown. Settings during the event include: power 20-40 watts / temperature cut-off 43 degrees celsius / impedance cutoff is 200 ohms / irrigation flow setting 17-30ml/min / st jude medical sl-1 8.5 french sheath was used. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), smartablate remote (model# unknown serial# (B)(4)), soundstar catheter (model# m-5723-16 lot# OEM), pentaray nav catheter (model# d-1282-08-s lot# 17241123l). (B)(4).